Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely a mechanical shock problem led to component failure for the chipped adhesive. Regarding the foreign material on the lenses, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
The customer returned the bronchofibervideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, it was observed the inside of the light guide lens had foreign objects, there was dirt on the objective lens, and the adhesive was chipped on the bending section cover of the distal end. There was no patient involvement.